Manufacturer narrative:
UDI not available for this system at time of filing. The slap hammer was returned to the manufacturer for analysis. Analysis found that the returned slap hammer was missing the stop from the shaft. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the slap hammer was damaged. There was no patient present when this issue was identified.